Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board and blower motor will be replaced to address the issue. Device has been evaluated, but not yet repaired.

Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use.